Event description:
Pt implanted with matrix construct on (B)(6) 2012. Pt was discovered to have one locking cap backing out of the screw head at l5 on an unk date. Pt returned to operating room on (B)(6) 2012, surgeon removed the locking cap that backed out at l5 and replaced with a new locking cap. This is 1 of 3 reports.

Manufacturer narrative:
(B)(4): manufacturing evaluated the device and relevant dimensions passed all requirements. Product development evaluated the device and the design and concluded the locking cap is assembled properly and functions as intended. The saddle feature has full range of motion, the threads are in good condition and interface well with a matrix screw head. There is no apparent damage to the threads or saddle. Markings on the underside of the saddle indicate that it had contact with the rod as is the design intent. Clinical factors may have influenced this event, effecting the final tightening of the screw assembly. This may include lordotic compression of the vertebral level beyond the limits of the 50 degree angulation of the screw head, possibly resulting in the rod not seating properly in the collet. The product technique guide illustrates the limitations of the screw angulation and the required procedures for final tightening of the construct. (B)(4): placeholder.

Manufacturer narrative:
DHR review found no discrepancies noted that would be associated with this complaint. The investigation could not be completed, no conclusion could be drawn, as no product was received.